Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: primary UDI number - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a perclose device relative to an unspecified procedure. Reportedly, the perclose guide separated from the sheath and was snared contralaterally without complication. An unspecified method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The link and cuffs were returned for evaluation. The reported cuff miss was confirmed. The reported guide separation was not confirmed due to not all device components were returned. The reported device entrapment and later damage by another device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported guide separation, needle to cuff miss, and entrapment appear to be related to challenging anatomical conditions. It is likely that anatomical interference with device during placement and damage to another device were due to circumstances of the procedures. Torsional manipulation applied during device placement attempt due to an interaction with the calcification likely contributed to the reported guide separation. Separation of the guide will compromise needle trajectory, thus, contributing to the observed needle to cuff miss such that the foot pockets/ cuffs would no longer be in the path of the needles. Removing the separated guide with a snare likely or inadvertently caused the link with cuffs to get dislodged from the device and left in the anatomy. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. Corrections: d1 - brand name updated; d2a - common device name updated; d3 - name updated; d3 - address, city, postal code updated; d4 - model, catalog number updated from unk to 12673-03.; d9 - device available for evaluation updated from no to yes. H6 - health effect - clinical code 4582 removed; 1994 added. Additional information: h6 - medical device problem codes 1142, 2915 added.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a perclose device relative to an unspecified procedure. Reportedly, the perclose guide separated from the sheath and was snared contralaterally without complication. An unspecified method was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When the device was being removed, the sheath separated. A snare was used contralaterally to removed the separated sheath. Approximately, eighteen months post-procedure, on (B)(6) 2024, the link and cuffs left in the patient, were found caught in the atherectomy device during the patient's second intervention. The link and cuffs were removed with the atherectomy device. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.